Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2019, 5076-45 lead implanted: (B)(6) 2002, etlw1613c124e stent graft implanted: (B)(6) 2013, etlw1613c93e stent graft implanted: (B)(6) 2013, etcf3232c49e stent graft implanted: (B)(6) 2013, etbf3216c124e stent graft implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received seven inappropriate shocks. There was a lead alert on the right ventricular (rv) lead for oversensing and noise. The lead also had a high number of sensing integrity counters and a fracture. The lv lead also had possible high thresholds. The rv lead was capped and replaced. The lv lead remains in use. No further patient complications have been reported as a result of this event.